Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the implant patient registry, the patient expired 2 days following a tavr case with a 26mm sapien valve.

Manufacturer narrative:
Per the device¿s instructions for use, complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), the use of bioprosthetic heart valves, and anesthesia include but are not limited to death (procedure-related, device-related, or unknown). In this case, multiple investigations attempts were made to obtain information regarding the cause of death for this patient, however to date, no additional information has been obtained; the medical facility declined our request for additional information. Therefore, this patient¿s cause of death remains unknown. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The instructions for use (IFU) and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.